Event description:
Customer's device - 134 mg/dl before blood sample was applied. This is the customer's first time to use the device. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.